Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare was used to remove a polyp and worked normally. On the second use of the snare for a larger polyp the snare was placed around the polyp and closed and when current was applied it did not seem to affect the polyp. It was noticed there was damage near the handle of the snare where the wire was protruding through the sheath and the plastic sheath was melted. Energy was applied even though the device was damaged and this eventually cut through the polyp. The procedure was completed with the original device. There were no patient complications reported as a result of this event.